Event description:
It was reported by the affiliate in (B)(6) that during a subacromial decompression procedure on (B)(6) 2022, it was observed that there were no bubbles being generated during suction on the barrel burr 4.0mm device. According to the report, bubbles were generated when the suction was applied with the device in the lesion but disappeared after two minutes. The procedure was delayed less than 30 minutes. There were no adverse patient consequences reported. No additional information was provided.

Manufacturer narrative:
UDI: (B)(4). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initia medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary the complaint device was received for evaluation. Upon reviewing the device, no structural anomalies were found on the outer and inner shaft, however, the inner shaft felt loose at touch with the fingers which suggest a transparent sleeve degradation. When performing the functional test, the device continuously generated bubbles inside the saline container. As a potential cause cannot be associated to manufacturing, therefore a manufacturing record evaluation is not required. As part of depuy synthes mitek quality process all devices are manufactured, inspected, and released to approved specifications. According with the visual inspection, this complaint can be confirmed. The root cause for the reported issue can be attributed to a transparent sleeve degradation, the transparent sleeve is intended to provide burr's stability and sealing; higher speeds applied on the handpiece can increase the temperature of the device's shaft, lack of adequate irrigation and excessive side loading can contribute to degradation on transparent inner sleeve. As per IFU: excessive side loading may result in blade wear and degradation, as well as clogging and/or seizing. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to monitor additional complaint information for potential safety signals through complaint trending as part of post market surveillance.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. D9, h3, h6: the actual device has been returned and is currently pending evaluation. Once the device has been evaluated, a supplemental medwatch report will be sent accordingly.